Manufacturer narrative:
On 28 october 2016 the medical affairs director performed a clinical evaluation and commented as follows: loosening of a double-mobility cup few months after primary cementless tha. Only one x-ray is available, post-loosening, so no assessment of previous positioning can be made and no evaluation of the progression of the loosening phenomenon. The stem appears to be placed in varus orientation, but this is probably irrelevant. No conclusion can be drawn with the available information to the cause for loosening. Batch review performed on 08 november 2016. Lot 154156: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to feeling unstable. The surgeon noticed the shell was loose. The surgeon plans to revise the patient.